Event description:
It was reported that a needle shaft leak occurred. An iceforce 2.1 cx 90 degree needle was selected for a renal cryoablation procedure. The probe was removed from packaging with no visible deformities. Upon testing, however, a bubble was found on the shaft that inhibited the formation of ice during the freeze testing period. The needle was retested and small bubbles were seen forming at the tip of the needle end. The needle was unplugged and put aside. Another iceforce needle was used to complete the case. There were no patient complications as a result of this event.